Event description:
It was reported while using the bd phoenix¿ nid a patient isolate was identified as a different shigella species identification in comparison to the serotyping method. The user has repeated the sample testing multiple times receiving results; shigella boydii twice, shigella spp., and shigella flexneri. The user expected the result to be s flexneri. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Summary inconsistencies: this complaint is for misidentification of shigella flexneri when using phoenix panel nid (catalog number 448007) batch number 4254922. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The lab reports show identifications of s. Flexneri and shigella boydii when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate s. Flexneri on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as s. Boydii. It is to be noted that a special message is reported in the in-house testing and on customer provided lab reports stating, "based on the instrument ID produced, serological confirmation recommended", this complaint is not confirmed. Shigella is one of the ID genera within the phoenix taxa that automatically provides a special message to the user, recommending the performance of serological testing (otherwise known as antigen testing) due to the nature of the organism. Shigella boydii and shigella flexneri are two closely related ids within the phoenix ID taxa. The special message informs the user to perform serological testing upon identification due to the difficulty in phenotypically speciating this genus of organism. Testing of internal shigella strains performed as expected by the phoenix ID system, and bd will continue to monitor this issue for trends and take action if warranted. It is recommended that the instruments be updated to the latest pud to obtain the most current ID software available for phoenix. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate was identified as a different shigella species identification in comparison to the serotyping method. The user has repeated the sample testing multiple times receiving results; shigella boydii twice, shigella spp., and shigella flexneri. The user expected the result to be s flexneri. No health impact or consequence reported.